Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, and h6.

Event description:
New information received notes that the device was explanted and replaced due to elective replacement indicator (eri)/ end of life (eol). The patient was stable.

Manufacturer narrative:
The reported event of slow charging was not confirmed. The device was received with normal output and normal telemetry communication. Longevity assessment found the device was operating at elective replacement level, consistent with normal longevity. Electrical and mechanical tests performed including output and capacitor maintenance did not identify any functional issues.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed long charge time exhibited by the implantable cardioverter defibrillator (ICD). No interventions were reported. No further information was available.